Manufacturer narrative:
A field service engineer was dispatched to customer site. The adapter converter, catalytic decomp filter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The catalytic converter was returned and tested. The catalytic converter passed the test cycle with no issues. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter passed the test cycle with no issues. The reason for return of the oil mist filter was not confirmed. The adapter converter was returned and tested. Visual inspection found damaged threads making it unable to be screwed into the oil mist filter assembly. The reason for return of the adapter converter was confirmed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) visual analysis and functional analysis. ¿the sra shows the risk for exposure to odor/smells to be "low." The assignable cause of the odor/smells is the adapter converter, catalytic decomp filter, and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.